Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital in cardiogenic shock. Cultures were positive for staphylococcus aureus bacteremia, presumed to methicillin-sensitive staphylococcus aureus. Multiple small filamentous mobile lesions were attached to the right atrial (ra) lead. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and the patient was given antibiotics. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.